Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm noisy signal allegation as the baseline testing completed on the device found no failing conditions. The device passed mechanical, electrical testing and visual inspection found no anomalies. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and was explanted. A new device was implanted. No additional adverse patient effects were reported.